Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (18 mg/ml at 14 mg/day), bupivacaine (18 mg/ml at 14 mg/day), and clonidine (3.9 mg/ml at 3 mg/day) via an implantable pump for an unknown indication for use. It was reported the a motor block [stall] occurred. The event date was reported to be (B)(6) 2020. The pump alarm sounded and the patient experienced withdrawal symptoms. The pump was replaced on (B)(6) 2020, the issue resolved, and the patient status was alive - no injury. The pump would be returned. There were no reported contributing factors. Further complications were not reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two and the lower shaft of the rotor magnet. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.